Manufacturer narrative:
Internal reference number: (B)(4).revoked asr exemption number e1997036 '"report late due to asr to individual reporting transition"'.

Event description:
Implant failed due to failure to osseointegrate.